Event description:
Customer reported secondary kcl was supposed to infuse over an hour but ran in over 10 minutes. When the nurse noted the completed secondary they also noted that fluid level in the drop chamber was much higher than expected. No pt harm was reported. No add'l info was available.

Manufacturer narrative:
(B)(4). The product was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.